Event description:
During the pt's surgical procedure the wec pen was placed on the pt's thigh. The pen remained on, burning the pt through the ioban drape. The pen was removed from the pt and did not turn off unitl the electrocautery unit was unplugged. The surgeon excised the burn during the surgical procedure.